Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error and compromised force sensor system from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that his pump error is coming out from the pump end. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed displacement test. However, was unable to prime unit during the prime test and motor error alarm during basic occlusion test due to slightly loose drive support disk. No prime alarms, or other alarms noted. The motor was tested outside the insulin pump and passed. The insulin pump was received missing end cap sticker, minor scratches on lcd window and corroded battery tube.